Manufacturer narrative:
The pt expired, no autopsy was performed, and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired of sepsis in a hospice setting. The pt had a chronic driveline infection that moved to the pump pocket. The pt's pump was working as intended. The pt was sent to hospice to expire. No autopsy will be performed and the pump nor equipment will be returned.